Manufacturer narrative:
The device will not be returned for evaluation as the device was retained by the hospital. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted the patient had scoliosis, a rotated heart, and a posterior prolapse. The patient anatomy caused imaging to be challenging during the procedure. The clip delivery system (cds) was inserted and advanced into the left atrium (la). However, due to the challenging imaging and patient anatomy, the physician did not feel comfortable deploying the clip. Therefore, the clip was attempted to be retracted. However, the clip was unable to be successfully retracted into the steerable guide catheter (sgc). Therefore, both the sgc and cds were removed together and the procedure was discontinued. It was noted the physician was unable to determine which device cause or contributed to the difficult removal. Mr remained at a grade of 4+. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the difficult removal could not be conclusively determined. The reported poor imaging is related to challenging patient anatomy, per case details. There is no indication of a product quality issue with respect to manufacture, design, or labeling.